Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Troubleshooting was performed. Customer advised they had a no delivery alarm and a bent cannula. Customer advised the issue was resolved with an infusion set change. Customer treated their high blood glucose via insulin pump. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.